Event description:
It was reported by service report that the head of the stretcher won't raise completely and sometimes drifts down. Customer could not determine if there was pt involvement or if there were adverse consequences to report.